Event description:
It was reported that the pump will not accept cassette was experienced.

Event description:
Additional information received: issue occurred during maintenance check between patients; returned to pharmacy. No patient involvement.

Manufacturer narrative:
Device evaluation: one device was returned and visual inspection revealed smiths tamp seal were missing. No physical damaged was found on the device. Upon inspection, error may have been air in-line error alarm' device could not operate due to a defective air detector. Error was verified during functional testing and in mu status mode. Air detector will be replaced.